Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they do not¿ feel like the therapy is working properly, said that has been going more frequently for the last couple of weeks (month confirmed). Patient commented seems like isn't completely emptying bladder when voids. Patient also mentioned that she believes that the internal battery is low as saw a new picture of low battery on the top row which patient noticed a couple of weeks ago (month confirmed). Patient said that when was trying to adjust the setting a couple of weeks ago, increased stimulation and then in frustration turned stimulation off and when turned stimulation on said that she felt a jolt and quickly decreased to a comfortable setting. Reviewed icon meaning and stim longevity. Patient was redirected to contact managing physician to discuss replacement options. The patient mentioned unrelated medical history. This included patient said has spinal stenosis. Redirected caller: patient's hcp.